Event description:
A technician reported a patient reported having foreign body sensation in the right eye, 1 day post lasik surgery. The was noted to have mild diffuse lamellar keratitis with question of small peripheral infiltrates. In a follow up the optometrist reported the event was resolving. He reported the patient has small steril infiltrates and blepharitis which contributed to the event.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 903.56 when additional reportable information becomes available. (B)(4).